Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be established. Based on the information collected, it was presumed that impurities/chemicals used, which was mixed in water remained in the nozzle and clogged due to inappropriate rinsing of detergent solution and sterilizer. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU) operation manual: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The IFU also states to utilize rinse for reprocessing to rinse and remove detergent solution from all channels. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (B)(4) field service engineer (fse) was informed by the customer that the evis lucera elite gastrointestinal videoscope's ¿air/water cannot go through the tube smoothly" which was observed during reprocessing. The fse inspected / tested the scope and found the nozzle was clogged with foreign object (reportable). The object was removed by the fse. The following procedure was finished with the same scope without delay. No patient injury or harm was reported.

Manufacturer narrative:
The field service engineer (fse) confirmed the air/water nozzle at the distal end was clogged with a foreign white crystal like material. The fse noted the user facility had no water purification equipment and the water quality was very poor. The subject device has had no previous repair records. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, foreign material such as residues from used chemical agents seemingly clogged in nozzle due to inappropriate rinsing of detergent solution and sterilizer. In general the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states: caution regarding water quality used for reprocessing and rinsing of device. How to remove detergent solution from channel. How to rinse device properly after sterilization.